Manufacturer narrative:
Additional information: h-device evaluation: lens returned in a micro-centrifuge vial; dry. Visual inspection found optic torn and haptic torn. Lens has a curved shape. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -05.00 diopter, within the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. The lens was replaced with another same model/length lens within the same surgery and the problem was resolved. Cause of the event was unknown.